Event description:
It was further reported the lead was explanted and returned.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed sudden high variance in the pacing bipolar impedance levels and experienced oversensing. The rv lead was reprogrammed. After programming the ventricular fibrillation (vf) detection off, the physician questioned why a lead alert had triggered. It was found the lead alerts had not been programmed off when the detections were programmed off. The patient is scheduled for an upcoming lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.